Event description:
Physician reported several broken needle cases during rotator cuff procedures. During this case, the tip of the needle broke in the patient and the entire fragment was removed. There were no patient consequences. The procedure was finished with another like device. No more information is available.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Physician reported several broken needle cases during rotator cuff procedures. During this case, the tip of the needle broke in the patient and the entire fragment was removed. There were no patient consequences. The procedure was finished with another like device. No more information is available.